Event description:
The nail broke at the distal screw hole and was removed. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation summary: evaluation results suggest the nail meets material specs. No material fault could be detected. The correct strength of material and the orientation of the fracture surface suggests the nail broke due to material fatigue. The info provided indicated a non-union of the pt's distal fracture area. The non-union of the fracture subjected the nail to continuous stresses which exceeded the fatigue limit of the nail.